Event description:
The patient fell. The next day the patient experienced intermittent stimulation and tenderness at the implantable neurostimulator location. The patient was unable to turn the device on. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).